Event description:
It was reported that after three to four days of use, the cuff of a tracheostomy tube needed to be inflated to guarantee the tightness of the unit. It was also reported that the cuff of the tube changed shape. The patient complained and stated there were no problems experienced with the old shiley product. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).